Event description:
The patient reported that the plunger of the insulin cartridge was stuck to the piston rod of the infusion device and a small amount of insulin spilled into the cartridge compartment. The patient was educated on the proper technique for removing the insulin cartridge. The patient was advised how to remove the plunger and she stated that she was unable to do so because she was using a glass cartridge. The patient was advised only to use plastic cartridges. A plunger removal tool was sent to the patient. She stated she would switch to her backup infusion device. Further attempts to follow up with the patient were unsuccessful. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.